Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of a missing battery door, missing rubber foot, and loose rubber casing on the patient cable were confirmed upon arrival of the returned mobile power unit (mpu) at the european distribution center. The mpu (serial number:(B)(4)) underwent functional testing and was found to perform as intended despite the missing components and patient cable damage. A new battery door and rubber foot were added to the unit, and patient cable was replaced. Preventative maintenance was performed, and the mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2018. The heartmate 3 instructions for use (IFU) ¿equipment storage and care,¿ and the heartmate 3 patient handbook ¿equipment maintenance,¿ explain how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit had loose rubber casing on the patient cable, the battery door was missing, and one rubber foot was missing.